Event description:
Reportedly, when the battery is inserted within the smart ECG, it goes on. When the off button is pressed, it can be switched off, but pressing the on button, there is no reaction and it is not possible to switch the smart ECG on.

Event description:
Reportedly, when the battery is inserted within the smart ECG, it goes on. When the off button is pressed, it can be switched off, but pressing the on button, there is no reaction and it is not possible to switch the smart ECG on.

Manufacturer narrative:
Analysis investigation: upon reception of the device, the reported issue was confirmed: the smart ECG turns on by itself when an external battery is inserted in the back and then when switch off, the button does not react and it is not possible to turn on. Following the tests performed, a manufacturing issue related to the plastic components, impacting the button functionality is suspected. This subject was escalated to the manufacturer, to determine the root cause and avoid its reoccurrence. The device will follow the standard repair procedure and will be sent back to the field. This case is retained and utilized for trend purposes.